Event description:
It was reported that noise oversensing anomaly was observed on the right atrial lead. It was noted that there was no plan to address the lead issue. No further information was reported.